Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) event. The health care professional (hcp) had called in regarding the sam vector switch and noted that there was some noise seen. The hcp asked for programming recommendations. This device remains in service. No adverse patient effects were reported.